Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that a 25 g x 1 in. Bd safetyglide¿ labeled needle was found to be longer than labeled, before use. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: DHR review for batch 5113513 (p/n 305916): manufacturing dates: 05/18/2015 ¿ 05/19/2015. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5113513 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one sealed packaged safety glide needle confirmed to be from batch #5113513(p/n 305916) and one open safety glide needle attached to a medicine vial also from batch #5113513 (p/n 305916) were received by bd canaan and evaluated. The packaged sample¿s needle cannula was measured to be 1 inch in length which matched the material # specified on top web. The open sample¿s safety hinge was extended, therefore the measurement was estimated from the closed hinge position and it also measured to be 1 inch in length. This needle was then compared to the unused one inch needle and they appeared to be the same length side by side. Please note, that the cannula length is the exposed cannula length when the needle safety hinge is in the retracted position ¿ prior to usage. Both samples¿ needles received by bd canaan as part of this complaint were 1" in length which matched the product description. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. N/a, no defects were confirmed.